Event description:
The patient received his scs system on (B)(6) 2010. It was reported that the patient lost stimulation and was unable to communicate with his ipg via the programmer or charging system. In an effort to recapture stimulation, a replacement programmer and charging system were sent to the patient; however, use of these devices yielded no success. Surgical intervention will be undertaken to resolve the issue and replace the device; however, a date for the procedure has not been set.

Manufacturer narrative:
Method- the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.